Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) displayed a service code 204 (belt/monitor unusable) and was found to have a damaged electrode belt receptacle. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor displayed a service code 204 and had a damaged electrode belt receptacle. The electrode belt connector was broken free from the monitor case, and the wires inside the connector were broken. The root cause for the broken connector and wires could not be positively identified but was likely physical abuse. No adverse event resulted from the damaged connector and broken wires. The last pt to sue this monitor did not report any deficiencies.